Event description:
A cartridge change error was reported with the customer's pump, causing the customer's blood glucose levels to exceed 600 mg/dl. The customer took corrective action by administering a correction injection via manual daily injection (mdi). Technical support instructed the customer to inspect and clean various components of the pump. Despite troubleshooting steps, the issue persisted. Consequently, a replacement pump was approved and sent to the customer, along with instructions on how to manage insulin delivery using mdi as a backup.